Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the subject device was manufactured before the design of the power switch was changed. Thus, it was determined that the power switch was broken (did not function) because the operating force applied to the power switch and the number of times that the switch was pressed exceeded the original assumption. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a worn-out video connector latch causing poor connection with pigtails was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported the evis exera iii video system center power button is stuck in the on position. During a standard service inspection of the customer returned device, a power switch failure was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.